Manufacturer narrative:
Batch review performed on 08 october 2021: lot 2012862: (B)(4) items manufactured and released on 30-03-2021. Expiration date: 2026-03-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without a similar reported event. Additional device involved: batch review performed on 08 october 2021: liner: versafitcup cc trio 01.26.3244hct flat pe hc liner ø 32 / e (k103352) lot 2100167: (B)(4) items manufactured and released on 4-03-2021. Expiration date: 2026-02-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without a similar reported event.

Event description:
About 3 weeks after the primary surgery the surgeon revised the head and liner due to dislocation (head-liner) after the physiotherapy.